Event description:
It was reported that during an unknown procedure two defective ats45 staplers. Per clinician. The stapler would close, but would not fire. A third device was opened to staple. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # unk date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The analysis results found that the ats45 device was received with the firing trigger broken and no reload present. No functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused the firing mechanism to fail as no cartridge was returned for analysis. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Although there is no direct evidence of use error, the instructions for use do contain the following caution: attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/thick tissue between the jaws, may result in instrument failure. In addition, it notes that once the firing cycle has initiated, it must be completed. If re-initiation of firing is resumed after the instrument is unclamped, the instrument will lock out. If resistance is felt, stop and replace the reload. Firing through the lockout mechanism will break the instrument. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.